Manufacturer narrative:
E1 facility name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a component failure of the electronical component. The internal light guide bundle was severely folded/broken, a component failure of the lg bundle. Residual liquid inside the glass of the light guide insertion rod, a component failure of the distal end cover glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blackout during reprocessing. There were no reports of patient involvement.